Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the insulin gauge displayed 46 units; however, it was noted that the customer had about 265 units in the cartridge. The customer reloaded the cartridge successfully. There was no impact to the customer's blood glucose level.